Event description:
It was reported that a piece of the plastic broke off of the tubing connector of the customer's insulin, which was believed to be caused by physical damage to the insulin pump at the top of the reservoir. It was stated that this physical breakage of the infusion set would occur with every set change. The customer stated there was leaking at the insertion site around the time of a set change. The customer's blood glucose was 150 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked reservoir tube lip and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.